Event description:
A patient was prepped for a biopsy procedure using a truguide coaxial needle. Prior to the procedure, it was reported that the labeling on the coaxials has several readability concerns. The font size of the product code is too small to be easily read, presenting a risk of selecting or using the wrong size on a patient. Additionally, the essential information is not easily legible, and the labeling appears cluttered. Critical details such as product size, lot number, and expiry date are not easily distinguishable from other information, which may increase the risk of a clinical incident. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd."